Manufacturer narrative:
On 11/18/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/03/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly shut down. This occurred after selecting the cycle views button. No further details were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: method and conclusion codes provided.